Manufacturer narrative:
Date of event: (B)(6) 2018, date of report: 09/13/2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The field service engineer was able to confirm the customer's complaint. The customer replaced the pressure relief valve to address the issue and the ventilator was returned to use.

Event description:
It was reported that the ventilator generated a relief valve cracking pressure out of range error code. There was no patient involvement.